Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however, a photograph of the device was returned for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through idc-CAPA-(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter healthcare that the reservoir of one (1) ce infusor device had ruptured during the middle of the patient's therapy. According to the customer, the device was filled with 240ml of 5-fluorouracil (manufactuer is app, concentration is 50mg/ml, diluent is normal saline). The male patient was scared of contamination to others due to this event. He had to return to the clinic to be disconnected and receive a new pump to ensure he received his therapy. There is no additional information available at this time. There is no other report of patient injury or medical intervention.

Manufacturer narrative:
(B)(4).additional narrative: it is unknown at this time if samples are available for evaluation by baxter. Baxter is attempting to retrieve this information from the customer. Should the device and/or any additional information become available, a follow-up report will be submitted.